Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. The patient did not tolerate the procedure well and passed away. There is no known allegation from a health care professional that suggests the death was caused by or related to the pacemaker system. It was reported that the primary and secondary cause of death is unknown.